Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sores under electrodes with burning and soreness, without an open or oozing skin, as well as a rash under the shoulder straps. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to put something on the skin irritation but did not indicate specifically what to apply. Follow up indicated that the skin irritation improved.